Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic procedure, the needle and the thread of one suture were found to be disengaged during removal from the package. Another suture¿s thread broke halfway in the multiple suturing in anastomosis scene. Another device was used to complete the case. There was no patient injury.